Event description:
It was reported that during a right ventricular automatic threshold (rvat) test the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced an ectopy between pacing, subsequently progressed into ventricular fibrillation (vf). An anti-tachycardia pacing (atp) was delivered and successfully terminated the arrythmia. The physician assessed that the rvat test induced the arrythmia. As a result, the rvat feature was turned off. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The device was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of therapy induced arrhythmia was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during a right ventricular automatic threshold (rvat) test the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced an ectopy between pacing, subsequently progressed into ventricular fibrillation (vf). An anti-tachycardia pacing (atp) was delivered and successfully terminated the arrythmia. The physician assessed that the rvat test induced the arrythmia. As a result, the rvat feature was turned off. No additional adverse patient effects were reported. This device remains in service.